Event description:
It was reported that during a da vinci si prostatectomy procedure, the scissors on the monopolar curved scissors instrument were dull. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument failed a cut test. The instrument installed on an in-house is3000 system did not cut through .006 latex. The latex snagged at the scissor tips. The blade edges were not damaged; however, the tips exhibited were, negatively affecting cut performance. The instrument passed electrical continuity testing. Failure analysis investigation also found the following additional damages: the instrument's tube extension had a hole in the middle. The hole was .051 in diameter. The pad printing at the distal end of the tube extension was missing. Upon removal of the housing, the flush tube was observed to have a couple of kinks. The kinks occur prior to where the flush tube enters the idler block. Kinks in the flush tube can restrict the flow of fluid, which prevents proper flushing of the instrument. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the missing pad printing from the instrument's tube extension found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.